Event description:
It was reported that the insulin pump gave an alarm during the prime. It was also stated that the drive support cap was protruding. The reported blood glucose reading at the time of the call was 188 mg/dl. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a protruded/loose drive support disk. No alarms were noted. The insulin pump had a cracked case at the display window corner. The insulin pump also had a missing end cap sticker.